Manufacturer narrative:
An event of device malposition and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a history of atrial fibrillation but not left bundle branch block, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 8mm from the non-coronary cusp (deeper than the recommended 3mm). It was noted that the physician attributes the heart block to the implant procedure and also possibly the valve. Based on available information, the reported event appears to be related to the implant procedure.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 23mm navitor valve was successfully implanted in a patient. It was noted via electrocardiogram. That after release of the 23mm navitor, the patient developed atrial fibrillation with high ventricular response and a left bundle branch block. There was no difficulty experienced implanting the valve. The final non-coronary cusp implant depth was 7.81mm and the final left coronary cusp implant depth was 8mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The decision was made to administered the patient amiodarone and perform a cardioversion. On (B)(6) 2024, an electrocardiogram revealed that the patient had developed a first degree atrioventricular block. No treatment/intervention was performed. On (B)(6) 2024, it was noted via electrocardiogram, that the patient had developed a third degree atrioventricular block. The decision was made to implant a dual chamber permanent pacemaker. The cause of the patient's atrial fibrillation and heart blocks are attributed to the implant procedure and the 23mm navitor valve. There is no allegation of malfunction against the 23mm navitor valve or procedure. The patient was in good status at the time of report.